Manufacturer narrative:
D4: lot #/UDI #: the suspect lot was either lot dr26b03017 with UDI # or lot r25d09086 with UDI # (B)(4). G1: device manufacturer: the set in the event was manufactured at one of the following sites: baxter healthcare - haina, parque industrial itabo carretera sanchez km 18 1/2, haina, dominican republic. Or baxter healthcare - cartago, parque industrial de cartago apartado no. 1-7052, cartago, costa rica. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-site of a y-type catheter extension set was cracked and leaked. This was observed during patient infusion with either milrinone or bivalirudin (not further specified). There was no report of patient injury or medical intervention associated with this event. No additional information is available.